Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# x0704, with exp date 09/2010 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Arthroscopic surgery right knee [arthroscopic surgery]. Swelling in both knees [joint swelling]. Redness both knees [erythema]. Case description: spontaneous report received on 04/04/2008 from a health care provider regarding a male pt with a history of arthritis, who experienced arthroscopic knee surgery, swelling of both knees and redness of both knees after receiving synvisc injections. The pt received his first injection of synvisc into both knees on the month before, the second injection on a week later, and the third injection another one week later. Within twenty-four hours of the third injection, the pt experienced redness and swelling in both knees, with the right knee being worse. The redness of the left knee resolved, but it remained swollen. The right knee was worse than the left for redness and swelling and did not resolve; therefore, the physician "scoped" the right knee. The health care professional assessed the relationship between the events and synvisc as possible. The lot number was reported as x0704; exp date 09/20/2010. Add'l info in the form of a qa report was received 04/08/2008. Qa results: the production and quality control documentation for lot# x0704, with exp date 09/2010 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.